Event description:
Customer reported that an antibody screen performed on a patient sample containing anti-d, using homemade screening cells and (B)(4) did not react. Further information indicates that the customer was not following the instructions for use. No patient harm was observed.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).